Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the sets are leaking once connected to the syringe could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5303 lot number 23039152 was performed. The search showed that a total of 32003 units in 1 lot number was built on 09mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information: it was reported while using bd maxzero¿ multi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "customer is continuing to have problems with the IV extension mz5303( (10) 23039152) set as they are leaking once connected to the syringe."

Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "customer is continuing to have problems with the IV extension mz5303( (10) 23039152) set as they are leaking once connected to the syringe."